Manufacturer narrative:
Product complaint (B)(4). Additional information received: the post-operative complication of cystic effusion was updated to hydrops of gallbladder.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2022. The following additional information was obtained: oral medication : no = yes. Injected medication: no = yes.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what is the doctor¿s opinion for the cause of gall bladder injury and ablation site infection? The investigator considered that the diagnosis of infection at the ablation site was confirmed due to the increased crp, wbc level and pneumatosis in the liver ablation area after surgery. For gall bladder injury, the doctor will change this ae to ¿gallbladder bed edema¿ in the edc system. Because doctor had invited general surgeon to see this patient and his MRI images on (B)(6) 2020. The general surgeons thought there was no gallbladder gangrene or perforation based on clinical manifestations and imaging, and they thought the images suggested a gallbladder bed edema. This edema might be caused by liver punctures/microwave ablations -related venous reflux obstruction. Investigator considered this ae was not related to the study product. The doctors considered ablation site infection to be definitely related to the procedure. Because the ablation site infection occurred after the procedure and this patient had high risks like diabetes and elderly age. For relationship with product, the doctors thought although no abnormalities were found in the intraoperative use of the product, and there might have similar risk of infection with other similar products, the relationship between the sae and the product could not be completely ruled out, so the investigator judged it as unlikely related to study product. Was any treatment required? Once after the infection was found ((B)(6) 2020), the doctors postponed the inpatient care time for this patient, and gave this patient antibiotics, albumin, hepatoprotective agents, insulin. On (B)(6) 2020, the wbc backed to normal and ultrasound still found some gas in the ablation site. Then, this patient was sent home with some oral antibiotics. On (B)(6) 2020, the patient went back to hospital to do the ultrasound test and still found some gas left and antibiotics were stopped. On (B)(6) 2020, ultrasound found no gas left in the ablation site and the doctors thought the patient has been cured. If related to device, was the post-operative care of patient changed? No special post-operative care has been given to this patient due to the relationship with device.

Event description:
It was reported that post-operative of a microwave liver ablation procedure, the patient developed an ablation site infection and possible gall bladder injury requiring prolonged hospitalization.